Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the stock component was assembled into the generator and it was powered on, r61 resistor burst and a fire broke out during self test. There was a smell of burning and the power was cut, so it was unable to identify if the origin of the fire was this component or any other part and the fire went out immediately also. When another same substrate was assembled into the generator, it was able to be powered on without issue, so it was thought to be a failure of hvdc alone. No patient involved.